Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, while attempting to recapture this delivery catheter system (dcs), the nose cone became wedged in the valve and was not able to be removed. Multiple attempts were made to dislodge the nose cone but were unsuccessful. The physician attempted to snare the nose cone via radial artery access. Efforts to remove the nose cone were aborted as there was little chance for the nose cone to migrate. Multiple angiographs were performed to confirm patency of vessels. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record for the delivery catheter system (dcs) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The dcs was not returned to medtronic for analysis. An image was received for review confirming the tip separation, however due to the quality of the image, the type of tip separation (failure mode) cannot be confirmed, and the root cause cannot be determined. Inner member shaft damage, and a subsequent break, may be caused by tip separation. Manipulation (twisting and/or bending) of the dcs by the user, potentially due to challenging (tortuosity and calcification) patient anatomy, may lead to inner member shaft damage and tip separation. Without the device return for analysis, the root cause of the tip separation in this case cannot be conclusively determined. The physician attempted to snare the nose cone via radial artery access. Efforts to remove the nose cone were aborted as there was little chance for the nose cone to migrate. There is no indication that a failure of the device to meet manufacturing specification occurred. Tip separation is a known risk per the device. Updated data: method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.